Event description:
Additional information reported that patient had called the health care provider because she was not having hardly any stool coming out and was having accident. It was noted that the health care provider was notified. Addition information reported further indicated that the patient had a return of fecal symptoms and they were back to what they were like before she got the device. The patient stated that she was experiencing fecal incontinence/leaking and described it as "I can hardly get anything out and when I can it comes out in little soft pellets, actually its more runny and wet". The patient stated that since she hasn't been able to get it all out her lower stomach has started hurting. The patient stated that she didn't feel stimulation most of the time and she felt it a couple times when she was on the toilet. It was noted therapy was on. The patient also mentioned he has fallen twice. The patient stated the falls were not prior to the return of symptoms but that however the symptoms seemed to have gotten worse after the falls. The patient's first fall was down 2-3 steps and she almost broke her ankle and that was last monday. The second fall the patient had was 3 or 4 days ago in her kitchen. The patient mentioned that the doctor was doing blood work and she didn't know what was going on with the falling. Patient services walked patient through increasing on p4 @ 2.6 until patient felt stimulation in bike seat area. After increasing stimulation the patient stated she had called into patient service a previously and "a guy" had helped her increase the stimulation from 2.6 to 2.9v where she felt it because she had been having fecal symptoms and the symptoms went away for a while and she was doing well. The patient stated a hcp at her doctor's office told her she shouldn't be increasing stimulation, didn't know why but thought maybe the hcp thought patient was just messing around with settings. Patient stated she would leave her settings at where patient services helped her set them at. Patient has doctor's appointment on (B)(6). The change of symptom was noted as gradual. The patient also reported stomach pain in the last couple of days.

Event description:
Information was received from a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was not getting improvement with symptoms and was still experiencing incontinence. Her issues had been occurring for a few days and probably started on (B)(6) 2016. She experienced a loss or change of therapy, her bowels hadn't been moving, and she was not going to the bathroom. The patient hadn't been feeling well and her stomach was swollen and uncomfortable. The patient didn't know if the implant was working or not and she didn't feel stimulation. Therapy was on and currently set at 2.6. She increased stimulation to 2.9, where she could feel stimulation comfortably in the correct bicycle seat area. She planned to try therapy at the new settings and see if that helped with the reported issues. She also planned to call her healthcare provider regarding the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.